Event description:
Physician reported left side capsular contracture, baker grade iii and chronic mild inflammation. The device was explanted and replaced with a non-allergan device.

Manufacturer narrative:
Clarifications to initial reporter: phone number: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. Device evaluation: device photograph(s) for the device related to the reported event of capsular contracture/inflammation/irritation was reviewed on (B)(6) 2022. Visual analysis of the photographs identified: red particles on the surface of the shell. Encapsulation. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event